Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. The unique device identifier (UDI #) is unknown. During processing of this complaint, attempts were made to obtain date of implant. Further information was requested but not received.

Event description:
It was reported the ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.